Event description:
The patient was on a heparin drip at 12 cc an hour. The antibiotic was added as a secondary line which resulted in the patient receiving a bolus of the heparin that was in the line each time. The antibiotic was given 5 times in this manner before the error was caught. Heparin is a designated high alert drug that is never to have a secondary line attached.